Event description:
Stress fracture lines emanating from the version holes near the striking plate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.